Manufacturer narrative:
(Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure for a patient with benign colon disease, the three stapler handles would not fire with any of the six separate reloads and resect the bowel although the vasculature had already been taken down. An incision was made on the abdomen to convert the procedure into an open procedure and an open stapler was used to transect the rectum. Due to this, the surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.